Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right common iliac artery. A 10.0mmx20mmx80cm (5f) sterling¿ balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 10.0mmx20mmx80cm sterling¿ balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2 cm longitudinal tear in the balloon wall in the middle of the balloon to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right common iliac artery. A 10.0 mm x 20 mm x 80 cm (5f) sterling¿ balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 10.0 mm x 20 mm x 80 cm sterling¿ balloon catheter. There were no patient complications reported.